Manufacturer narrative:
The analysis of the provided data revealed that: - some values between (B)(6) 2025 and (B)(6) 2025 are aberrant, as atrial lead and right ventricular lead values. After (B)(6) 2025 leads values are stable and in correct range. The data analysis revealed these values displayed between (B)(6) 2025 and (B)(6) 2025 are incorrect, due to a telemetry error during the in-clinic follow-up dated (B)(6) 2025 (frame repetition issue). - based on available data, no issue is suspected on the subject devices gali, vega and invicta.

Event description:
Reportedly, patient underwent an rf ablation for slow vt on (B)(6) 2025. A fu post-ablation showed no problems. On (B)(6) 2025, at next fu the values during manual impedance tests was good for all leads. However, in the impedance curve values of 3000 ohms are stored for both ra and rv since last interrogation.